Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting too many high and low readings on the insulin pump. Customer's blood glucose was 306 mg/dl. Customer was outside for an hour and a half before he checked. Customer's blood glucose was 73 mg/dl a few days ago. Within a half hour, it dropped to 50 mg/dl. Customer stated that this happened 4 times. Customer delivered a bolus to treat the blood glucose. Customer found a small amount of champagne sized bubbles. Customer has been experiencing low blood glucose for 3 weeks. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer called again and his blood glucose was 81 mg/dl. Customer suspended the insulin pump at lunch. Customer resumed and his blood glucose was 189 mg/dl. Customer then gave himself a bolus after he ate and has not checked since then. Customer was advised to administer a bolus before he eats. Customer performed the high pressure test and the pump passed.